Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in intrinsic morphology and noise. The sensing vector has now been reprogrammed from secondary to alternated. There were no additional adverse patient effects. The system remains implanted.